Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels. Reportedly, insulin was not coming out of the cartridge. Customer changed cartridge, infusion set, and site.